Manufacturer narrative:
Device evaluation by manufacturer: the pusher wire was returned for analysis and found broken. The device was measured and the total length was noted to be out of specification, due to the broken condition of the pusher wire. No additional damages were found.

Event description:
It was reported that the coil pusher broke. A 177cm coil pusher-16 was selected for use in a coiling embolization procedure in the pelvis with 45 degrees of tortuosity. During the procedure, while pushing the second coil forward, the coil pusher broke in two pieces inside the catheter. Both pieces of the coil pusher were easily removed from the catheter. The procedure was successfully completed with another coil pusher. No patient complications were reported.

Event description:
It was reported that the coil pusher broke. A 177cm coil pusher-16 was selected for use in a coiling embolization procedure in the pelvis with 45 degrees of tortuosity. During the procedure, while pushing the second coil forward, the coil pusher broke in two pieces inside the catheter. Both pieces of the coil pusher were easily removed from the catheter. The procedure was successfully completed with another coil pusher. No patient complications were reported.